Manufacturer narrative:
Report is for one (1) unknown humerus plate. Unknown if plate was explanted. (B)(6). (B)(4). Patient¿s revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2015 a patient reportedly fell early morning and caught himself on a table with upper left limb, injuring left arm. The patient went to the emergency room later that night. An initial surgery took place on (B)(6) 2015 for a reduction and posterolateral extra-articular plate osteosynthesis of humerus. The patient was reportedly experiencing pain by (B)(6) 2015 so on (B)(6) 2015 x-rays of patient's humerus were taken and showed that four (4) proximal screws were headless. A revision surgery was performed on (B)(6) 2015. This complaint is for one (1) unknown humerus plate. This is report 5 of 5 for (B)(4).